Manufacturer narrative:
(B)(4). The recipient was seen at a follow-up appointment and was confirmed to be healing well and no issues are foreseen. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly elected for revision surgery due to the ongoing need for routine imaging. The recipient's device was explanted.